Event description:
Analysis of the returned device found that the subject stent was partially deployed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was found to be partially deployed. The stent delivery catheter was found to be kinked/bent in multiply areas. The stent stabilizer was found to be kinked/bent. The stent was found to be intact. During functional inspection, stent failed/unable to deploy functional test -pass. The stent could be deployed during the test without difficulties. Unexpected movement of device ¿ unable to perform as the issue is procedure related, but is consistent with the event description. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported complaint could not be confirmed, the analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned and the stent was seen to be partially deployed. The stent stabilizer and the stent catheter were kinked/bent which is indicative of the reported event. It is probable that due to anatomical factors experienced during the procedure the stent was partially deployed, and there was unexpected movement of the device during the further attempt to deploy the stent. The event description states "big tension was encountered and this made the stent system migrated backward and the stent could not cover the neck of aneurysm. ". An assignable cause of procedural factors will be assigned to the reported defects stent failed/unable to deploy and unexpected movement of device and to the as analyzed defects stent partial deployment, stent stabilizer kinked/bent, stent delivery catheter kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.